Manufacturer narrative:
(B)(4). Batch #: unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during the endoscopic left lateral lobectomy surgery, after fired with 2 ecr60b, noted some staples malformed with irregular shape. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2021. Additional information: two photos were submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: in the photos could be seen a screen showing a endoscopic surgery and could be observed oozing on a staple line. It is not possible to observe malformed staples in the picture provided. The event described could not be confirmed as no malformed staple could be observed. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.